Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) of 946 mg/dl; cause was unknown. The customer was treated with intravenous fluids of saline and insulin. The customer was released (B)(6) 2026 with the issue resolved and no permanent damage. A system check was completed and no issues were found with the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.